Manufacturer narrative:
The investigation into the into the optical signal issue has been completed since the original report was filed. No product was returned for evaluation. Data logs were returned, and optical system catheter/controller error observed at case start. It was found that the pump initial 5s parameters were trending snr low at zero, contrast decreasing, gain increasing to 2.59 and lamp at 100 with placement signal spike to 3000. Later the 5s parameters and placement signal resolve within 2 minutes after pump plug connect. The cause of the optical signal failure was most likely an air gap from between the aic and the patient cable plug per clinical and log review.

Event description:
The user facility reported a 57-year-old female patient was implanted with an impella 5.5 device for mechanical circulatory support. Us complainant reported that during pump prep, prior to insertion, there was an optical sensor failure alarm. They followed screen prompts and discussed with csc. They were unable to determine pump integrity, so they opted to prep a new pump. There was no known harm or injury to the patient.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Corrections that were made from the initial manufacturer device report number 1220648-2023-04322: d4 model number and unique identifier (UDI) # corrected. F6 and f8 should have been left blank. G1 MDR reporting contact email.